Event description:
It was reported that, "primary reason for surgery was dislocation."

Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.